Event description:
Patient revised because of loosening of patella.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports for the manufacturing lot. The investigation could not verify or draw any conclusions about the root cause of the reported device loosening; however, the reported patient large physical stature, activity level and bone quality are possible contributing factors. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should additional information be received, the investigation will be reopened.